Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Aortic-cardiac fistulas are relatively rare. Similar to annular rupture, it can be a complication of trauma. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. In this case, patient and procedural factors [severe native valve calcification and valve oversizing] were reported to have resulted in the formation of a fistula between the aortic sinus and the right atrium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment of the sapien xt valve, a fistula occurred between the aortic sinus and the right atrium. Initially the bav was performed with a 22x4.5cm tru balloon. The novaflex system was advanced and the native annulus was crossed easily. The 29mm sapien xt valve was deployed during rapid pacing, resulting in zero aortic insufficiency. It was noticed after a root injection that there was contrast from behind the valve going into the right ventricle. It was initially thought that an aortic root rupture had occurred. The patient was placed on ventricular support and the chest was opened. After multiple attempts to get a catheter between the valve and aortic wall to place coils, it was decided to pack the chest and close. The patient left the room intubated but stable. The event was attributed to valve oversizing. Cta imaging had motion measuring. The area measurements were from 503mm2 to 550mm2. It was decided to go with a light fit 29mm valve instead of a tight 26mm. There was moderate calcium in the lvot. The native annular and leaflet calcification was described as severe.